Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide device relative to an unspecified procedure. Reportedly, the foot was stuck in the open position inside the vessel. Surgical intervention was required to remove the proglide device and achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the lever/foot, include, but not limited to calcification, tissue, or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date. D4: a partial UDI was provided as the lot number is not known.